Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the physician noted that the atrial and ventricular egm signals were lining up. Diagnostic imaging revealed that the atrial lead had dislodged. The lead was successfully repositioned on (B)(6) 2015.

Manufacturer narrative:
(B)(4).